Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The ultrafiltration (uf) volume was 2422 ml. The programmed fill volume is 2600 ml, which gives a total drain volume of 5022 ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported. Probable cause: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The product analysis lab evaluated the device. The cause of the increased intra-peritoneal volume identified in the device logs was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance contacted the home patient's (hp) peritoneal dialysis (pd) clinic and provided the results of device evaluation. Hp no longer using the cycler for pd therapy; was recently transplanted.